Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator experienced pain and discomfort at the battery site. The device had become painful under the skin following significant weight loss and the device moving in the pocket. The ins and lead were removed, and the patient fully recovered without complications.

Manufacturer narrative:
Additional product code: qon. UDI for concomitant product, tined lead: (B)(4). Additional premarket/510k: p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information provided and the investigation conducted, the patient had significant weight loss, it is probable that therefore it is likely that the weight loss caused the discomfort and pain from the device migrating. It is likely that this situation contributed to the reported pain, discomfort, and device migration, which directly links to the patient condition challenges rather than a defect or failure in the product itself. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to patient condition since an existing condition is responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition-related adverse event.

Event description:
It was reported that the patient with this neurostimulator experienced pain and discomfort at the battery site. The device had become painful under the skin following significant weight loss and the device moving in the pocket. The ins and lead were removed, and the patient fully recovered without complications.

Manufacturer narrative:
Additional product code: qon UDI for concomitant product, tined lead: (B)(4). Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator experienced pain and discomfort at the battery site. The device had become painful under the skin following significant weight loss and the device moving in the pocket. The ins and lead were removed, and the patient fully recovered without complications.